Event description:
It was reported this implantable cardioverter defibrillator (ICD) exhibited a code 1003, indicative of battery voltage too low for projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected and replacement was recommended within 90 days. No adverse patient effects were reported.